Event description:
Event description guidant received information that the associated pacemaker connected to this right ventricular lead was pacing on the t-wave, due to oversensing. Upon interrogation, the lead was unable to sense and no capture was noted at maximum output. During the revision procedure, intermittent loss of ventricular capture was observed at maximum output through the pacing system analyzer. Due to this observation, the lead was removed and successfully replaced with a new guidant lead.